Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected critical pump error alarm after being exposed to moisture. Blood glucose value was 12 mmol/l at the time of the incident. No troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Insulin pump it had blank display due to corroded electronic assembly. The motor had a corroded motor home switch. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank display. Unable to verify critical pump error (open book image) due to blank display. Insulin pump had cracked case at the battery tube side and cracked battery tube threads.